Manufacturer narrative:
E1: initial reporter phone #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, decapping of one (1) tube failed while on the analyzer. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, decapping of one (1) tube failed while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received two (2) photos for investigation. After review and analysis of the customer photos, closure separation was observed, as the stopper remained within the tube and the hemogard shield was removed. A total of 29 retained samples were sent for testing. Functional tests were conducted on these samples, with none of the 14 samples failing stopper pull out testing and none of the 15 samples failing torsional testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.